Event description:
It was observed that during the device evaluation, the rigid video laparoscope experienced that the light guide bundle at the distal end was slightly folded and broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.